Event description:
Customer reported going to the hospital on (B)(6) 2014 for low blood glucose. His blood glucose did not register at the time of hospitalization. Customer stated he passed out and bit his tongue. He thinks the insulin pump may have over delivered insulin. His neighbor found him unconscious. Through troubleshooting, it was discovered the customer had not set up his device properly when he first received it, causing erratic blood glucose levels. Customer was assisted in properly setting up his device. He was advised to call if needed. Customer's last blood glucose was 91 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.